Event description:
In 2006, I had two new corneal lenses implanted to replace dense cataracts in both eyes. They were put in both eyes at the vision center by a dr - who told me now "terrific" the new lenses were - that they were worth the additional cost" ! ! ! The lenses I had implanted in both eyes were the much higher priced - "restore" type. These replacement lenses were touted to be closest to my natural lenses. That turned out to be a flat lie and outrageous misrepresentation of the facts! Not only are these lenses greatly inferior to my natural lenses, they cause a blinding, glaring, concentric circles in my vision - especially during night driving. Oncoming car lights cause intense glare forcing me to look away to a side view away from the lights that causes a momentary and dangerous disruption of being able to see the road ahead. Shortly after having these "terrific" lenses put in my eyes, I wrote a protest letter to the doctor about them being unsatisfactory. He told me in a phone conversation that I would have to come back to have them removed - another surgical procedure - and have the standard lenses placed in my eyes instead - one at a time only. The surgery is not pleasant - and had I elected to do so, I ran the risk of negative vision consequences. Friends who have had the standard lenses put in complain of no anamolies whatsoever. Therefore, I believe I was "sold a bill of goods" or in other words, defrauded to the tune of $ ! I urge the FDA to require such eye care facilities to warn pts of negative consequences if they opt for these "restore" lenses. Also, I urge the FDA to cancel the licensing of these "restore" lenses for use in cataract replacement. In my view I should be refunded the $ I paid this facility because the lenses are inferior and not worth the extra cost ! Thank you.